Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, exhibited noise. The noise was oversensed resulting in inappropriate shocks. Device interrogation revealed noise on the rv pace/sense portion of the lead and high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The rv lead was surgically capped and abandoned and a new rv lead was successfully implanted. The physician elected to explant and replace the ICD due to approximately one year longevity remaining. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.